Event description:
After post-dilatation of a stent that was placed in the right internal carotid artery (ica), the blood flow was stopped near the filter basket. The physician suctioned the blood from the basket and the blood flow recovered. Immediately after the procedure, the pt had stroke symptoms including paralysis. A post procedure angiogram was performed ad revealed a cerebral infarction. The pt is a male. The target lesion was mildly calcified, not tortuous. The rate of stenosis was 54%. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion or positioning the angioguard in the vessel distal to the lesion. The lesion was pre-dilated. There was no difficulty placing the stent. It is unk what balloon was used for post-dilation. The physician believes that the debris in the filter basket is what caused the slow blood flow. The symptoms of stroke appeared after the filter basket was removed from the pt. The physician believes that debris flowed to the distal vessel after removal of the basket. The pt was treated with anticoagulation and is being closely monitored. The pt has residual paralysis.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report #1016427-2008-00211 and 961609-2008-01948.